Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the insulin pump was removed from the customer, but as soon as she went back on it, her blood glucose levels elevated. The customer had called to day before to report high blood glucose levels and to troubleshoot. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the nurse stated that the hospital staff felt the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.